Event description:
It was reported that when using the bd pyxis¿ es server was not communicating between cis interface and pyxis interface for around 22hours. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that interface was not communicating with the server. The technical support specialist (tss) dialed into the server, ran the server downtime query and accessed the interface server but was unable to open the transmission control protocol (tcp) menu from the carefusion coordination engine (cce) management console. Restarted the cce services. Confirmed that some messages were queued and that the different mbms were connected to the tcp menu. Then tss accessed the station application server and ran the monitoring query, confirming current messages. The system functioned as intended after the technical support specialist troubleshooted the device.